Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, at approximately 7:30 pm, the patient was eating grits and bacon when he became unresponsive, with his eyes rolling back prior to losing consciousness. The reporting individual was not initially present but later discovered the patient in this condition and immediately contacted emergency medical services (ems). Prior to the event, the last known cgm reading was approximately 200 mg/dl. The patient administered an estimated 4¿5 units of insulin based on this value. No fingerstick blood glucose (fsbg) measurement was performed at that time. The patient remained intermittently conscious for approximately 30 minutes until ems arrival. Upon evaluation, ems documented significantly low blood pressure, reported to be in the range of approximately 30-50 (units not specified). It is unknown whether an fsbg measurement was obtained by ems during on-site care or transport. The cgm sensor remained in place throughout the event. Details regarding initial emergency room (ER) evaluation, including glucose measurements and interventions, were not available, as the reporting individual was not present at that time. The patient was reported to have experienced fluid imbalance and hypotension, requiring hospital admission. Hospital staff described the episode as ¿syncope-like,¿ and no confirmed association with blood glucose levels was established. At the time of discharge on (B)(6) 2026, the cgm reading was reported as approximately 360 mg/dl. A fsbg measurement was obtained; however, the exact value was not available and was estimated to be in the high 200s to low 300s mg/dl range. The patient was treated with an intravenous insulin infusion, resulting in a decrease in glucose to approximately 261 mg/dl within about one hour. At that time, the patient reportedly nearly lost consciousness again. Corresponding fsbg values during this episode were not available. The reporting individual noted that glucose data were unavailable for portions of the event and emphasized that multiple contributing factors may have been involved. At the time of reporting, the patient was reported to be well. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator from (B)(6) 2026 through(B)(6) 2026. No additional patient or event information is available.